Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: no defect found. Unable to duplicate unresponsive keypad. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The keypad has no visible sign of damage.removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector..the keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported having to press buttons harder than originally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.